Event description:
It was reported that a patient underwent an inguinal hernia operation on (B)(6) 2015 and mesh was implanted. The patient experienced constant and persistent pain in the groin and testicle, erection problems impossible to have sexual intercourse. Following the operation inflammation of the scar and since then all the problems have appeared. Current state of the patient: problems with long walking and sexual problems and constant pain. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional medical information was provided: the consultation letter - general surgery - (B)(6) (13691 martigues) of (B)(6) 2015 I reviewed today in consultation the patient who actually presents a recurrent inguinal hernia which was confirmed by an abdominopelvic ultrasound performed recently. I indicated a hernia repair by anterior route with prosthesis placement because the first hernia treatment was performed by laparoscopic route with posterior prosthesis placement. The intervention is scheduled as an outpatient on (B)(6) 2015. (B)(6) 2015 extract from the surgical report: performed procedure: treatment of a recurrent left inguinal hernia by direct approach with prosthesis placement report: patient in supine position under general anesthesia champage with betadine making an incision in the left inguinal region. Opening of the subcutaneous plane up to the level of the external oblique aponeurosis opening of the aponeurosis and identification of the spermatic cord that was placed on the lake. Presence of an external oblique hernia sac which has been released from adhesions with the spermatic cord introduced into the abdominal cavity. Placement of a plate and an ultra pro prosthesis which is fixed to the posterior wall by prolene thread 2/0. Closure of the aponeurosis of the spermatic cord with the thread of prolène 2/0 closure of the subcutaneous plane with the thread of vicryl 3/.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.